Manufacturer narrative:
Correction: the correct date of awareness is january 31, 2025; not november 15, 2024 as previously reported. The patient was placed under general anesthesia on (B)(6) 2025 in order to perform the integrity test.

Event description:
Per the clinic, the patient experienced pain on the left side. Subsequently, an integrity test was done under general anaesthesia (date not reported). Additional information has been requested but has not been made available as of the date of this report.